Manufacturer narrative:
According to the info provided to the manufacturer, no autopsy was performed. The system controller with all related products remained with the pt in his hometown and was disposed of and will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt unintentionally unplugged all power to the system controller while at home. The pt's wife stated that when she came back into the house, her husband was on the floor passed out. The patient had become unplugged during a battery change. Upon finding the patient with alarms, his wife stated that the power was restored to the system controller; the pump restarted and no further alarms occurred. 911 was called and emergency medical technicians (emt) provided advanced cardiac life support (acls) but the pt expired despite restoration of the pump and acls medications. It was stated that no autopsy was performed. The hospital does not believe the incident was device or therapy related. All of the lvad equipment remained with the pt in his hometown and was disposed of.